Manufacturer narrative:
Eval - other: this event is still under investigation. The sample has been forwarded to our mfg site for investigation. Upon receipt of the completed investigation, a f/u report will be submitted. We can report that we have not rec'd any other reports on this device lot number.